Event description:
This is conservatively submitted to report the atrial septal perforation which required a closure device for treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted that the heart was rotated. Transseptal puncture was performed and the steerable guiding catheter (sgc) and the clip delivery system (cds) were advanced to the mitral valve, without any issues noted. One clip was successfully implanted and the mr grade was reduced to <1. It was noted that the patients ejection fraction was low; therefore, the physician decided to close the atrial septum defect with a patent foramen ovale (pfo) umbrella closure device. After implantation of the umbrella, there was no visible flow from the left atrium (la) to the right atrium (ra). The patient was confirmed to be in a stable medical condition at the beginning, during and after the procedure, and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: mitraclip system, clip delivery system. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. In this case there was no reported device malfunction. The reported patient effect of atrial perforation (atrial septal defect) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. As atrial septal defect (asd) is an expected result of the mitraclip procedure due to the need to perform transseptal puncture, it is not reflective of a device deficiency. Based on the information reviewed, the reported patient effect of atrial septal defect appears to be related to patient/procedural conditions. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. The additional therapy/non-surgical treatment, was a result of case-specific circumstances, as the physician decided to close the atrial septum with a patent foramen ovale (pfo) umbrella closure device. A review of the device history record revealed no non-conformances for the lot. Based on the information reviewed, there is no indication of a product deficiency.